Event description:
Customer reported, the rui (joystick module) was not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui module, reloaded software, and repaired the joystick cable connector. System operates as intended.